Event description:
Pt underwent left total shoulder arthroplasty in 2002. Pt returned to physician with grinding in the left shoulder and radiographs indicated broken screw component inferorly suggestive of premature loosening. Revision surgery was performed.